Manufacturer narrative:
Screenshots of the ECG rhythm which the staff interpreted as a vtach were provided for the investigation. It was confirmed that the ECG rhythm could resemble a vtach depending on the m300 alarm settings as the user can configure the limit for the device to generate high priority alarm. Log files of the affected infinity m300 and infinity central station were requested for verification of the alarm settings and software analysis. The affected m300 was requested for hardware analysis. Neither the logs, nor the m300 were provided for the investigation. Without the alarm settings and alarm history logs it is not possible to verify the reported event and determine, if the devices should have alarmed for vtach or not. Consequently, the event could not be verified and a root cause for the reported behavior could not be determined. We received the information that the affected m300 and infinity central station were returned to use by the customer without any further issues reported to date.

Event description:
It was reported that a patient monitored on an m300 experienced what the nursing staff interpreted as a 9 beat run of vtach but the m300 and associated ics did not alarm. There was no patient injury reported.